Event description:
The customer reported a damaged system cable. Further information received from the fse identified that the system failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and lemo receptacle were evaluated and replaced. The system was tested and found to be working as intended and returned to service.